Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that on (B)(6) 2017, an alarm did not go off and the page was not received on the phone. The device was in clinical use at the time the issue was reported. The patient was reported to have died.

Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer biomed. The biomed stated they were unable to recreate the issue; alarms are working and pages are going out. A philips field service engineer (fse) went onsite, and was able to obtain alarm logs. The biomed wanted the logs reviewed for times between 4-5pm an d 7-8pm on (B)(6) 2017. The alarm logs were sent to philips for review. Multiple red alarms were found to have occurred; the alarms were silenced. Information found in the alarm log was provided to the customer biomed. No repair was necessary for the device. The device remains at the customer site. No subsequent calls logged for this device/issue. There was no product malfunction. The customer biomed was unable to recreate the issue; alarms are working and pages are going out. Alarm logs were reviewed by philips, and multiple red alarms were found to have occurred; the alarm log shows that the alarms were silenced. This information was provided to the biomed. No repair was necessary for the device, and it remains at the customer site. There have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time. Patient information has been requested, unavailable at ths time of the report.